Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported problem was identified as system error (se) 0002. A visual inspection, functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The cause of the reported problem was determined to be a software issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified alarm. The step of setup or therapy during which this occurred is unknown, though a patient was reported to be involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.